Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. Treatment information was not reported. At the time of this report, the patient was recovering from the peritonitis. Dianeal therapy was ongoing. Additional information was requested but is not available. This is report 2 of 2.

Manufacturer narrative:
Complaint no: (B)(4). The patient developed peritonitis on an unspecified date in (B)(6) 2014. As the device was not returned, a device analysis could not be completed. The patient was prescribed three product codes for a minicap transfer set. The product code and lot number of the product used by the patient is unknown; however, the product codes share a common brand name and 510k number which have been provided. A review of all batch record documents was performed for potentially associated lot number(s) h13j04064, h14a07064, h14b28035, h13j03074, h13k07057 and h14a22089 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in cmplnt-(B)(4).